Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2026, the patient underwent urgent endovascular treatment for a ruptured thoracic aortic dissection using gore® tag® conformable thoracic stent graft with active control system devices. A gore® tag® conformable thoracic stent graft with active control system (tgm282820j) was deployed approximately 4 cm proximal to the celiac artery. Upon removal of the gray angulation assembly handle, the proximal portion of the stent graft was pulled, resulting in foreshortening by approximately 10 cm and assumed an accordion-like configuration, as if it was being pulled along with the angulation fibers. The deployment line access hatch was removed, and the line #4 was carefully pulled. The catheter was able to be removed. The second gore® tag® conformable thoracic stent graft with active control system device (tgm343420j) was implanted proximally as planned. The overlap length between the first device and the second device was approximately 3 cm. Considering the overlap length, the fact that the second device was three sizes larger than the first device, and the accordion-like configuration of the proximal portion of the first device, there was concern for a type iii endoleak. Therefore, a third gore® tag® conformable thoracic stent graft with active control system device (tgm343415j) was implanted to reline the overlap site. The procedure was concluded with no endoleak observed. The patient tolerated the procedure. After opening the hatch, the angulation fiber was pulled using a kocher clamp. Significant resistance was encountered, and the fiber was broken within the hatch. The fiber was subsequently removed from the hatch by re-grasping it with the kocher clamp and slowly withdrawing it.